Manufacturer narrative:
The reported event, tiny ring on the bur tip after used, was not duplicated. Upon disassembly per visual inspection, a shattered bearing was found within the device which can lead to the reported event. The attachment is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a procedure at the user facility what appeared to be a tiny ring was observed on the tip of the bur being used with the angled long saber attachment. An x-ray was required to ensure no metal debris was in the sterile field prior to completion of the procedure, resulting in a delay of 20-30 minutes. The procedure was completed successfully using back up equipment; no adverse consequences were reported and no additional anesthesia was required.

Event description:
It was reported that during a procedure at the user facility what appeared to be a tiny ring was observed on the tip of the bur being used with the angled long saber attachment. An x-ray was required to ensure no metal debris was in the sterile field prior to completion of the procedure, resulting in a delay of 20-30 minutes. The procedure was completed successfully using back up equipment; no adverse consequences were reported and no additional anesthesia was required.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.